Event description:
It was reported that a user experienced an episode of hyperglycemia with blood glucose reaching 354 mg/dl for several hours after a usual dinner and a 10 g snack while using the ilet; the user paused the pump, administered a manual injection, and attributed the issue to the algorithm, declining a supply change despite troubleshooting and education. Symptoms included hyperglycemia. Outcomes included no reported injury, no hospitalization, and no emergency treatment. Investigation included complaint intake, troubleshooting regarding infusion set and supply change, and education on use of therapy and device operation. Investigation of this case revealed no confirmed device malfunction or component failure, and the cause of the elevated glucose remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.